Event description:
It was reported that the right ventricular (rv) lead exhibited a decreased in impedance measurement. It was noticed that there was an increase in capture threshold in coordination with the impedance change. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).